Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was missing from the implantable neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported the implantable neurostimulator (ins) was being replaced due to normal depletion. Prior to replacement an impedance check was performed with all normal results. During surgery the lead was connected to the new ins and an impedance test was run at 3.0 volts with results greater than 40,000 ohms. The lead was disconnected from the new ins and reinserted into the old ins with impedances going back to normal. The lead was reinserted into the new ins and impedances were greater than 40,000 ohms even after ports were switched. It was noted this was a direct contact. As a result a different ins was implanted. No patient symptoms were reported. Relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.